Manufacturer narrative:
Result: side rail mechanism.

Event description:
It was reported by service report that the siderails fall by themselves. No pt involvement or adverse consequences are reported.